Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A radiolucent 2000 was involved in a malfunction during a craniotomy. The event was described as follows; the unit did not hold the pts' head correctly. There was no injury involved. Additional clinical info has been requested.